Manufacturer narrative:
The product is not available for evaluation. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed. Report 2 of 2, see 1920664-2013-00358.

Event description:
The user facility in (B)(6), reported during vitrectomy surgery the cutter would not cut. The surgeon decreased the cut rate but the cutter would not move. The surgeon replaced it with another cutter and it worked normally. The surgery was completed with no patient injury reported.